Event description:
The following information was received from (B)(4) and is a report from a consumer with supplemental information from a nurse in the USA of peritonitis in a female patient coincident with dianeal unknown therapy. The husband stated that the patient was diagnosed with peritonitis on (B)(6) 2012. On an unknown date, a peritoneal effluent culture test was performed. Treatment rendered for the events was not reported. The husband "did not know" if there was a break in aseptic technique. The nurse stated that the patient was diagnosed with peritonitis on (B)(6) 2012. The nurse stated that the patient made mistake / touch contamination. The nurse confirmed that the patient is recovering and is still using pd solutions. The patient is still recovering from peritonitis. Product surveillance spoke to the nurse on (B)(6) 2012. The nurse stated the patient was retrained on proper aseptic technique and has recovered from the event of peritonitis. A causality assessment was not reported. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. The root cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as the event involved use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.